Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for not more than seventy-two hours. The infusion set was in use for one day. The blood glucose level was high 390 mg/dl and the patient was treated with correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.